Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk implantable cardioverter defibrillator (ICD) (B)(6) 2010; 4194 implantable pacing lead (B)(6) 2010.

Event description:
It was reported that the device reached elective replacement indicator (eri) and that early battery depletion was suspected due to high pacing outputs. It was further reported that there were high thresholds and output and possible loss of capture in the atrial lead. The device was explanted and replaced and the atrial lead remains in use. No patient complications have been reported as a result of this event.